Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® k2e 3.6mg plus blood collection tubes the outer carton was moldy and damaged. There were 1000 tubes affected. Foreign complaint the following information was provided by the initial reporter, translated from german to english: carton moldy, transport damage

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k2e 3.6mg plus blood collection tubes the outer carton was moldy and damaged. There were 1000 tubes affected. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: carton moldy, transport damage.